Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit turns on and off by itself.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿the unit turns on an off by itself.¿ the unit was triaged and the customer¿s reported condition was confirmed. Internal inspection found worn out or stuck springs at the power button and the middle button on the left side of the overlay. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.